Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the flow valve and performed a failure investigation. The issue reported by the customer could not be duplicated. The unit under test (utt) was tested and found to function normally.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the ltv 1200 unit flow valve, failed volume delivery at 500 ml's the output was 563 ml's. There is no patient involvement in this reported event.